Event description:
Spouse of home pt (hp) reports cracked minicaps approximately 1/4 inch from open end of cap. Cracks were noted during use as betadine noted to be leaking. No pt injury or medical intervention reported.